Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged after the patient underwent an ablation procedure. There was no capture observed at maximum outputs. A revision procedure was performed and the lead successfully repositioned. The physician also placed a back-up lead. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.